Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8781, lot# n633900005 , implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient who was receiving gabalon at a dose of 80 mcg/day via an implantable pump for familial spastic paralysis. It was reported on (B)(6) 2017 that the patient had developed meningitis that became severe, so the pump extraction would be performed on (B)(6) 2017. It was indicated that the date of incidence was unknown. The date of implant was (B)(6) 2016. The classification of the adverse event was serious and the outcome was unrecovered. The causality was stated to be none for the drug, device, and surgical procedure. It was indicated that details would be contacted in the future. Additional information was received on (B)(6) 2018. On (B)(6) 2017 the patient was admitted to the hospital due to headache and fever and antibiotic therapy was started. On (B)(6) 2017 a cerebrospinal fluid (csf) test was performed ("cell 1072 (polymorphonuclear 80%) glu 17") and from the results of the test, the patient was diagnosed with meningitis. It was indicated that the causality was with the pump and catheter and surgical procedure, but not with the drug. On (B)(6) 2017 the patient was discharged from the hospital and antibiotic therapy was continued; it was indicated that the patient had an outcome of recovered on this date. On (B)(6) 2017 the patient was admitted to the hospital due to headache and fever again. Meningitis was diagnosed ("cell 3477 (polymorphonuclear 78%) glu 2") and the pump was explanted that day. It was indicated that the causality was with the pump and catheter and surgical procedure, but not with the drug. On (B)(6) 2017 antibiotic therapy was terminated. On (B)(6) 2017 the patient was discharged from the hospital and it was indicated that the patient had an outcome of recovered on this date. The physician's assessment was that the bacterial meningitis was considered to be related with the device inserted. It was considered that contamination occurred during the insertion procedure or postoperative management, and it was realized one month after the implantation operation. The bacterial meningitis was once remitted by conservative treatment, but relapsed. As bacteria remaining in the device was suspected, the pump was explanted to be safe. It was noted as symptoms prior to onset of the adverse event that the pump implantation operation was performed on (B)(6) 2017 and the patient was discharged from the hospital after receiving rehabilitation on (B)(6) 2017 (note the year of these dates is assumed to be 2016 as 2017 is conflicting with the initial report that the pump was implanted on (B)(6) 2016 and the report of the hospitalization on (B)(6) 2017). The patient's medical history included spastic cerebral palsy, hypertension, dyslipidemia, and hyperuricemia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp on (B)(6) 2018. It was indicated that the rationale for no return of the pump and catheter was unknown but the customer may have discarded it. No further complications were reported or anticipated.